Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer was instructed to leave pump plugged into a power source. There was no reported adverse impact to the customers blood glucose level. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.